Event description:
Pt called lfs on 1/7/03 alleging their meter would prompt error 2 and error 5 messages after applying the blood sample. Pt was unable to test on the meter and pt needs to adjust their insulin on the meter readings. Pt did not experience any symptoms nor did pt report an adverse event. The issues with the meter were not resolved with trouble shooting. The meter has been replaced.